Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date "one month ago" prior to when abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported their abbott diabetes care (adc) device outer packaging was intact but discovered the sensor had "areas of discoloration (spots or areas, (eg. Green and gray/black areas, white spots)" within sensor packaging. Abbott diabetes care (adc) was able to successfully contact the reporter who confirmed they had already sent the complaint product back to adc. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned for investigation. The customer¿s report of areas of discoloration (spots or areas, (e.g. Green and gray/black areas, white spots i.e. Mold) on the device were not observed. A visual inspection was conducted on the returned sensor. The printed circuit board assembly (pcba) of the sensor contains components such as the molex connector and test points which are designed specifically for diagnostic purposes. The pcba of the customer¿s returned sensor is visible through the adhesive, which is expected and indicative of normal manufacturing. These components are an intended design of the device and are not areas of discoloration or mold. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (serial no) & (UDI) were updated based based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based based on the returned product download.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported their abbott diabetes care (adc) device outer packaging was intact but discovered the sensor had "areas of discoloration (spots or areas, (eg. Green and gray/black areas, white spots)" within sensor packaging. Abbott diabetes care (adc) was able to successfully contact the reporter who confirmed they had already sent the complaint product back to adc. There was no report of death, serious injury, or mistreatment associated with this event.